Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented in clinic for a follow up. Upon interrogation of the pacemaker, it was discovered that the device was in backup vvi operation. The device was successfully restored and the patient was scheduled for continued regular follow up.